Event description:
The customer reported being hospitalized on (B)(6) 2015 for having a blood glucose value of 31 mg/dl. The customer reported taking and being prescribed prednisone to treat cellulitis previous to the hospitalization. The customer stated that they never received an alarm from the sensor saying that they were going low. Troubleshooting found the insulin pump apparently working as designed. The customer was advised to monitor the insulin pump and to call the helpline back if the issue recurred.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.